Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. Gain calibrations were performed and system tested and passed, system was put back into use. No parts were ordered or returned to manufacturer. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report there was artifact in the 3d image, but each time the system was rebooted the image were better. Also it was reported that something was wrong with either the hand-switch or "ma station." There was no impact on patient outcome.